Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. In addition to air/water tube and cylinder have foreign objects, additional evaluation findings are as follows: grip had a scratch, switch box had a scratch, air/water cylinder had no color, suction cylinder had no color, image guide protector had a cut, light guide lens had a crack, lenses glue was worn out, and connecting tube had a buckling. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during maintenance, the colonovideoscope had a small piece broken off at the front of the distal end near the biopsy channel. During the evaluation the following reportable malfunction was found: air/water tube and cylinder have foreign objects. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.